Event description:
Reporter noted error code occurred as they completed vitrectomy. Attempted to reboot and got another system message. Completed air/fluid exchange manually. No patient injury occurred. Cancelled following case.